Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report #2954740-2017-00504. Additional information received on february 12, 2018: (B)(6).

Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #2954740-2017-00504. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for this. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a c-cashmere (crc14051230/c19487) was used during a coil embolization procedure for an emergency ever at the left internal iliac artery where the coil unraveled. The physician felt something that seemed to be unraveled in the microcatheter while embolization was performed. The coil was removed completely and was replaced with another one. The patient was a male, age unknown, whose vessel was heavily torturous and moderately calcified. A guidewire (chikai, asahi intecc), a microcatheter (prowler select plus lpes), a y connector (okay, goodman), an enpower cable, and dcb000005-00 were also used for this procedure. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for the investigation. No further information is available.